Event description:
On (B)(6) 2024, customer reported to hologic obtaining discrepant results during validation/correlation studies with the ldt-sars-cov-2 assay (cartridge lot 746919) on the panther fusion instrument sn (B)(6). Samples, that initially tested sars negative months ago, were pulled from storage and resulted sars positive when retested on (B)(6) 2024, in ldt-sars-cov-2 worklist 010056-20240815-06. Customer confirmed the retested samples were from different aliquots.

Manufacturer narrative:
Hologic reviewed logs provided by the customer. Hologic did not identify any hardware or reagent preparation issues and determined that the positive samples in question were mishandled. Hologic technical support relayed the finding to the customer and advised to perform monthly maintenance and clean sample and reagent preparation areas, and touch points with fresh cleaning solution. Additionally, hologic ts advised customer to run blank samples to rule out contamination. Customer confirmed that they performed monthly maintenance and environmental tests generated negative results. Customer confirmed the initial negative sars results were not amended. As part of eua agreement, FDA requires all sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR. Other.